Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that their daughter hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 564 mg/dl. The customer's another blood glucose is 130 mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be / will be returned for analysis.